Event description:
It was reported the speed was greater than selected. A rotablator rotational atherectomy system was selected for use. When the procedure was to be completed, there was a delay when the physician adjusted the speed. The set operational speed was 150,000 rpm, but the maximum speed reached 180,000. The procedure was finished with this device. No complications were reported and patient is stable.